Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined, due to the lack of imaging surrounding the event. There was no information provided regarding a secondary procedure. The final patient disposition was unknown, with no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a one year follow-up where CT revealed a potential type ia endoleak or a type ii endoleak. An ultrasound done approximately one month after the follow-up CT confirmed the type ia endoleak. A re-intervention is planned but a date has not yet been scheduled. As of the date of this report, there have been no additional patient sequelae reported.